Event description:
The consumer reported that the patient stopped using the implantable neurostimulator (ins) 4 years ago and it did not work anymore. It was clarified that the patient decided to stop using the ins because the battery was weak. The patient did not make adjustments or go to the healthcare professional's office for adjustments. The patient wanted to start the process to have the implant removed. The patient planned to contact the healthcare professional to discuss removal of the implanted system. There were no reported patient symptoms. The patient"s indications for use included postlaminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.